Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument had broken cables and they were shredding. No fragments fell into the patient. The procedure was completed with the patient outcome being unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-oct-2024: the initial reporter was not present during the procedure. However, reporter stated that the wires in the wrist of the instrument were exposed and was showing during the procedure. There was no indication that fragments fell into the patient. A new instrument was used for the remainder of the case. There was no report of arcing or challenges with energy. There was no instrument collision.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tenaculum forceps instrument was analyzed and found to have a fully broken pitch cable at the proximal clevis hole; the broken cable segment that contains the crimp was still installed in the clevis. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue, also the components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.